Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was replicated/confirmed. The instrument was found to have a frayed grip cable at the distal end. The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument.

Event description:
It was reported that during central processing, the instrument was found to have damaged wire. There was no report of patient involvement.